Manufacturer narrative:
Correction: section b1 - type of report should have product problem checked off in the initial report. This correction is reflected in this additional report 1. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03720. It was reported the patient's system was autoreducing. High impedances were observed. As a result, the patient may undergo surgical intervention to address the issue.